Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of intermittent interrogation and attributed it to a loose radiofrequency programmer head connector on the link electronic module (lem) and therefore the lem board was replaced and recalibrated, the hard drive reconfigured and the software reloaded and updated. It was also noted that the right antenna cable insulation was damaged and the antenna cable was replaced. (B)(4).

Event description:
It was reported that the programmer intermittently could not interrogate devices. Multiple radio frequency (rf) programmer heads were attempted without success. The programmer was returned for repair. No patient complications have been reported as a result of this event.